Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap ventral/incisional hernia. According to the reporter: black coating on the shaft melted, device never came in contact with another instrument at the time. Left a small burn on patient's muscle wall. Opened another device from another lot and it worked fine. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient.